Manufacturer narrative:
(B)(4)

Event description:
It was reported by the rn that during transport of the patient a system error 3 alarm was encountered on the intra-aortic balloon pump (iabp). It was unsure if the pump should be used, so a call was made to the clinical support specialist (css). The css advice the staff to power and reset the pump. As a result, a power reset was done and the pump resumed pumping without issue or alarms. The patient was supported on the pump with goals of therapy met. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
Qn# (B)(4). Teleflex did not receive the device for investigation. The reported complaint of "system error 3 alarm" is not able to be confirmed. The alarm was resolved after a power reset. During inspection of the complaint form, a request for an in-service was suggested as a result of the event that occurred. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. An in-service for the customer will be performed as a result of the event.

Event description:
It was reported by the rn that during transport of the patient a system error 3 alarm was encountered on the intra-aortic balloon pump (iabp). It was unsure if the pump should be used, so a call was made to the clinical support specialist (css). The css advice the staff to power and reset the pump. As a result, a power reset was done and the pump resumed pumping without issue or alarms. The patient was supported on the pump with goals of therapy met. There was no report of patient complication or serious injury and death.